Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the pt presented with in stent restenosis. The index procedure treated the de novo, 99% stenosed 2.75x30mm target lesion located in the distal left circumflex (lcx) artery. Treatment consisted of pre dilation with an unspecified 2.0x15mm balloon inflated to 18 atmosphere's (atms) and the placement of a 2.75x32mm taxus express2 study stent deployed at 12 atms. Post dilation was performed with an unspecified 3.0x15mm balloon inflated to 15 atm's. Ivus confirmed the stent was well apposed resulting in 0% residual stenosis. The pt was discharged 3 days later on warfarin, bayaspirin and patyuna. No angina was confirmed at the 1 month follow up visit. Restenosis was revealed at a follow up visit. Reintervention placed a non bsc stent in the lcx artery resulting in 0% residual stenosis. The pt was discharged the next day. Per the physician, the event was "possibly" related to the study stent.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The mfg records were reviewed and no issues or discrepancies were found and met all specs. The most probable root cause is operational context, as device performance was limited due to anatomical / procedural factors.